Event description:
Additional information was provided from a consumer stated that when they attempted to connect to myptm they would lag at 90% for a while. This happened occasionally and last time they wrote down instructions. When agent asked for event date they said it took a while this time for it took months before it occurred again. During call they closed all applications and agent walked them through clearing data. The patient was able to connect to myptm app like normal.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that for a while now when they were trying to bolus, the handset was getting stuck and lagging at 90%. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag time. Patient stated they had to go and abruptly disconnected the call.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software, product ID hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that there was an issue that happened all the time and they had already called about where the boluses freeze at 90%. The agent reviewed the information and assisted the patient with clearing data on the handset. The patient escalated again with this issue. The patient was redirected to their hcp to further address pump refill/medical questions.